Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 12/4/2018.

Manufacturer narrative:
Date sent to FDA: 07/03/2019.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced abdominal pain.

Manufacturer narrative:
Patient codes: (B)(4) - surgical intervention  device code: (B)(4) - hernia recurrence occurred additional information: additional narrative: it was reported that the patient underwent mesh removal on (B)(6) 2014 by (B)(6) due to severe and constant stomach pain and recurrent hernia. No additional information was provided.